Event description:
While wearing the sound processor, the pt reportedly experienced intermittencies. The pt was seen by a co rep for device eval. Programming adjustments were made. The pt continued to be monitored by the center. The following month the pt was seen for device eval. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.